Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose with a continuous glucose monitor reading ¿high,¿ observed insulin leaking from the cartridge with an abnormal internal stopper, and replaced the cartridge, tubing, and infusion set; the user then used the pump¿s fill tubing function to deliver insulin while disconnected to address hyperglycemia. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leak associated with a seal and characterized as a leak or splash, with the issue traced to the reservoir component. Replacement supplies were provided as a courtesy due to premature supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.